Event description:
This intuitive (xi) reposable instrument - medium-large clip applier was returned to me with a note stating that the jaws would not close from the surgeon console. No harm to the pt was indicated. The case was completed as planned. A total of 25 out of 100 "fires" or lives remained out of 100 at the conclusion of the case listed above. This instrument will be returned to intuitive for reimbursement.